Event description:
The customer reported that the device failed an operational check. After further troubleshooting by customer's biomed, the device still failed op check. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.